Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
During the procedure for humeral rod implantation, a cortical screw broke during implantation. It remains in the patient's bone and was not removed. This issue caused a 30 minute procedural delay. This report is related to report number 3025141-2022-00049 which is on the rod involved in this event.

Manufacturer narrative:
The returned 3.5mm x 22.0mm cortical screw was examined visually under magnification. Some yellow-ish orange discoloration was seen on the surface and inside the hex recess. The fracture occurred at the end of the third complete thread. The screw head hex recess was intact. The fractured surface appeared to be consistent with a torsional failure. This may occur when increased resistance or an off axis load is applied to the driver. Functional testing was performed. A 2.5 mm hex driver was able to be inserted into the hex recess. Testing of the screw application could not be conducted due to the aforementioned damage. No definitive conclusion on the cause of the incident could be made.